Event description:
During a stent assisted coil embolization, as an attempt was made to deploy the device, fourth coil to be used, difficulties were encountered and the coil detached from the pusher wire and became stretched. Approximately 2cm of the coil protruded from the aneurysm so the physician used a stent to secure this to the vessel wall. There was no reported clinical consequence to the patient.

Event description:
During a stent assisted coil embolization, as an attempt was made to deploy the device, fourth coil to be used, difficulties were encountered and the coil detached from the pusher wire and became stretched. Approximately 2cm of the coil protruded from the aneurysm so the physician used a stent to secure this to the vessel wall. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance issues. The device remains implanted so is not available for analysis. From the information provided it was reported that the delivery wire was rotated as the device was being repositioned. The directions for use state: "warning: do not rotate the delivery wire during or after delivery of the coil into the aneurysm. Rotating the matrix 2 detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration.: it is most likely that the rotation of the delivery wire during the repositioning of the device resulted in the coil detaching and lead to the coil protrusion. Therefore, it was determined that user/use error was the most probable cause of the reported event.

Manufacturer narrative:
Additional information from the user facility stated that the physician rotated the pusher wire during repositioning of the coil into the aneurysm in an attempt to move the microcatheter over the coil and into the aneurysm. The physician made an unsuccessful attempt to detach the coil and as he was attempting to remove the device, he noted that the coil was stretched and detached from the pusher wire.